Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result for a single patient sample (sample result = 0.257 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es patient result was not reported from the laboratory to a clinician, as it is the customer's policy to repeat high troponin results when there is no previous patient history available (repeat sample result is = 0.013 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result for a single patient sample was obtained while using the vitros eci analyzer. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ocd field engineer performed service actions to the incubator subsystem. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined that the most likely assignable cause of the event is an instrument related issue. In addition, improper pre-analytical sample processing cannot be ruled out as a contributing factor to the event. There is no evidence that the vitros trop I es reagent malfunctioned.